Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were conducted, and the reported issue was duplicated, and the pump had a cassette error, downstream occlusion (dso)seal lifted. This was determined to be a reportable issue. The downstream occlusion (dso) seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the pump had a cassette error, downstream occlusion seal (dso) seal lifted. Upon physical inspection, the allegation was confirmed, making the file reportable. There was no patient involvement, and no patient injury was reported.